Event description:
A medwatch report was received via mail on (B)(6) 2014. Medwatch report states: "patient had to return to surgery within 24 hours due to screw not being in position."

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.